Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer¿s blood glucose level, and no readings exceeded 500 mg/dl or registered as ¿high¿ on the cgm. The customer addressed the issue by changing the infusion set and cartridge, and resuming insulin.